Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was damaged, indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 4 and 24 hours and then was removed.